Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600040 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip failed to lock or close. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clips fired. Another attempt was made and, once again, no clips fired. The sample was disassembled to look at the internal components. Upon disassembly, all internal parts appeared typical. It was found that 0 clips remained in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. No defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip failed to lock during use" could not be confirmed based upon the sample received. One device was returned. The device was found to have intact internal ratchet ears. The device was disassembled and no internal components appeared to be damaged. The device was received with 0 clips remaining in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint could not be confirmed and a probable cause could not be determined.

Event description:
The clip failed to lock or close. The patient's condition is reported as fine.